Manufacturer narrative:
The investigation results will be provided in the final report. Date of event estimated.

Event description:
It was reported the patient was unable to set the ipg to MRI mode. As a result, the lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.